Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed ligature marks 17.5 and 21 cm distal to the is-1 connector pin. The conductor coil was found deformed in this region. The suture sleeve was found damaged. Furthermore, a damaged insulation was found 17.5 cm distal to the is-1 connector pin. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to noise. It was also reported patient had a syncopal event due to noise interfering with pacing. After a successful extraction with no damage to the lead during removal, dr. (B)(6) discovered damage to the insulation under where the suture sleeve was fixated to the fascia. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.